Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown. No information has been provided to date.

Event description:
It was reported that the pump was not completely infusing. According to the patient, from a 526 milliliter bag, the pump was infusing a different amount of medication, on two different days, over the same rate of infusion and time. Per additional information received on a later day, the patient is concerned the discrepancy in different amount of volume left is allegedly due to a radio frequency interference of her other medical devices and the pump. No patient injury was reported.

Manufacturer narrative:
Device evaluation was completed. No product was returned for investigation. The cause of the reported problem could not be determined. A DHR (device history review) was performed and no problems or issues were identified during this DHR review. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 if additional reportable information becomes available., corrected data: h3: correction: device evaluated by manufacturer: device not returned to manufacturer.